Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer treated her high blood glucose readings with the pump. The customer stated that she had sensor issues. The customer stated that the bad sensor alert occurred after a second consecutive cal error. The customer was advised to remove and change out the sensor. The customer will be sent a replacement.